Event description:
During surgical repair of a right femur neck fracture a dsh screw broke off at the shaft while being inserted and again when attempt was made to remove the screw. The portion of the screw shaft which broke off was left in the bone tissue.